Event description:
Foreign distributer contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the system was "not connecting to the transmitter" on (B)(6) 2015. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).